Event description:
A caller reported experiencing a cartridge alarm, identified as cartridge alarm 30, but it was confirmed that there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and it was the first time this particular alarm was reported by the caller for the pump with this serial number. After the alarm, the caller filled and loaded a new cartridge successfully, resuming insulin therapy, and the issue was resolved without further complications.